Event description:
Patient was in office for a welcome visit. Provider ordered ECG/EKG for patient, while trying to complete EKG, computer stated leads were loose or not connected, I moved leads around to seen if better and I computer continue to say patient was not connected. I then replaced leads with new ones and computer continue to do same thing. Patient began to become impatient and asked if there was something wrong with her heart and I assured her that it wasn't her it was just a technical difficulty. I then asked clinical coordinator if she would come and check it out and we then again tried moving leads around and changed to new leads again and no change. The patient then became frustrated and started taking leads off before we could say anything. We then informed provider and had to cancel EKG as it was not working.